Manufacturer narrative:
A4: patient weight was requested but not made available. B4: event description was updated. D3: correction on device lot/serial number; catalog number; expiration date d6b: explant date was entered as a broken piece of the catheter was explanted / removed from the patient. The deployed stents remain implanted. G1: updated h1: correction on type of reportable event. The initial reported complaint provided two gore® viabahn® endoprosthesis with propaten bioactive surface lot/serial numbers. At the time of the initial report, it was unknown which device was associated with the adverse event. After evaluation of the returned (broken piece) catheter, it was confirmed the initial manufacturer report contained the incorrect lot/serial number. The information has been updated in this submission. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b19: the engineering evaluation states: it was reported that a separated viabahn device component was found in a patient following a procedure involving viabahn device implantation earlier in the day. Images provided from the field show a separated viabahn device distal shaft, confirming device separation. However, the separated component is the distal shaft, not the distal tip as reported. A video including clinical images was also provided and shows an artifact within the flow lumen of implanted devices, consistent with the complaint description. The specific origin of the artifact cannot be identified based on the video provided. Engineering evaluation of the returned distal device section observed material disruption on the surface of distal shaft which is indicative of a bond between the transition and distal shaft prior to any separation during the procedure. The reported information indicates there was no unexpected withdrawal force during removal of the viabahn delivery catheter. A manufacturing deficiency could not be identified, and the root cause of the confirmed viabahn device distal shaft separation could not be established with the information available.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an open and endovascular treatment in the right leg due to peripheral artery disease. Access was from the right common femoral artery. As reported, the patient¿s anatomy was not tortuous. The occluded and calcified right external iliac artery was cannulated with a 0.035x 260cm terumo stiff glidewire. With the guidewire in position, a thromboendarterectomy (tea) was performed in the right common femoral artery and closed with a pericardial tissue patch (tisgenx). An 8fr x 45 flexor cook sheath was inserted and placed at the right common iliac artery. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was deployed proximally under nominal pressure. An 8 x 5 gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) was then deployed distal to the vbx device. With a 1 cm overlap, a second viabahn® device (7 x 10) was also implanted. Both devices were post dilated with a 035 armada balloon. The procedure was completed with no technical issues. As reported, the physician did not experience any resistance when removing the viabahn delivery catheters. Six hours post procedure, the patient complained of a cold limb and showed symptoms of acute ischemia. Imaging revealed a profunda femoral artery thrombosis. The patient was converted to a surgical intervention. At this time, it was discovered a broken piece of the viabahn catheter was still inside the patient¿s vessel. After removal of the broken piece, thrombolysis was done, and tea was performed in profunda femoral artery. Blood flow was restored, and patient was reportedly recovering well after the intervention.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore. On (B)(6) 2024, the patient underwent a combined open/endovascular procedure to treat the right iliac artery and the right common femoral artery(cfa) for occlusion due to calcium: an occlusion in external iliac artery (eia) and a severe short estenosis in common iliac artery (cia). As the first step, they cannulated the right eia, which was completely occluded by calcium, with a stiff 0.035" guidewire (glidewire, length 260 cm, terumo). Then they performed a thromboendarterectomy of the cfa which was closed with an invengenx bovine pericardial tissue patch (tisgenx). After closing the cfa, they advanced an 8f sheath (flexor®, cook medical) over a the guidewire to the right cfa. First, they delivered a gore® viabahn® endoprosthesis with propaten bioactive surface (sn (B)(6)) (vsx) device distally in the external iliac artery. They did not post balloon. Then they delivered the gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device without the protection of the sheath and implanted it successfully at the intended location in the right cfa, but a second viabahn was needed because the coverage length was not enough. Finally, they advanced a gore® viabahn® endoprosthesis with propaten bioactive surface (sn (B)(6)) device and implanted it successfully at the intended location, overlapping with the proximal vbs and distal vsx. Its delivery was without the protection of the sheath. At any moment any friction or resistance was felt. Both vsx devices were postdilated with an armadatm 35 balloon dilatation catheter (b2080-040 40510g1, abbott). Later they exchanged the guidewire and introduced a pigtail diagnostic catheter to make the final arteriography and control of the procedure. Reportedly, they have not encountered any issues or technical problems during the procedure. It was reported that 6 hours after the procedure was completed successfully, the patient presented with a cold right limb and showed symptoms of acute ischemia. A computed tomography (CT) showed a thrombosis of the profunda femoris artery. Furthermore, a foreign body was seen on the images along the external iliac artery, common femoral artery and superficial femoral artery. An open reintervention showed the foreign body was the distal catheter tip of a vsx device. The physician removed the catheter tip, performed a thrombolysis and a thromboendarterectomy in profunda femoris artery. At the end of the surgery the blood flow was restored and the patient is ok.